Manufacturer narrative:
Evaluation results: two used decontaminated tracheostomy tubes were received in a plastic bag for investigation. Upon examination, the technician commented that it was not possible to inflate the cuff because it leaked very badly. The tears in the cuffs were observed under magnification. The cuff tear most likely occurred during the tracheostomy procedure due to contact with a sharp edge. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical blue line ultra suctionaid tracheostomy had a cannula with leakage. A tracheostomy change out was required, and incidence occurred once again. No patient injury resulted.